Manufacturer narrative:
Product analysis: performance data collected from the mobile programmer was received and analyzed.  Analysis of the data/database found the customer comments that the mobile programmer application displayed white boxes on the screen and failed to display electrograms (egm) were confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: 5076-45 lead 5076-52 lead w2dr01 implantable pulse generator a3dr01 implantable pulse generator medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the mobile programmer application displayed white boxes on the screen when attempting to program the implantable pulse generator (ipg). It was noted that the mobile programmer application also failed to display electrograms (egm). The session was ended and an alternative programmer was used to complete the procedure. No patient complications have been reported as a result of this event.